Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) checked the system remotely and analyzed the log file which confirmed that there was an issue with the flat detector. The philips field service engineer (fse) inspected the system onsite and identified that the issue was with the power supply. The flat detector and fuses in the power supply were also found defective. The fse replaced the power supply, flat detector and faulty fuses, but the issue reoccurred. During further troubleshooting, the fse found that the actual cause of the issue was defective cable which resulted in faulty power supply, flat detector and fuses. Finally, the fse replaced the whole cable set which included the tube cooling hoses and detector cooling hoses. The oil tank was filled with 2 units of oil and the chiller was filled with 1 unit of glycochem sf50/50 after the detector hose replacement. Spare fuses were given to the customer to fill up the spare fuses. The defective lat.psu fdxd/collimators was returned for further analysis. The analysis confirmed the malfunction and identified that there was an electronic defect. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.

Event description:
It was reported to philips that the device gave a remote alert indicating a failure of the flat detector, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported.